Manufacturer narrative:
Concomitant medical products: product ID: 97745, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they lost their controller in a store and they suspect someone was "playing with it" and increased the stimulation settings because moments after loosing it they felt discomfort from the stimulation. Caller stated they are certain someone increased amplitude because they never have it so high. Caller stated ever since they have not been able to sleep as they have no way to turn it down. The patient was redirected to their healthcare provider to further address the issue. Pss redirected to hcp to discuss stimulation being uncomfortable while they wait to have controller replaced.